Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-sep-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a smartablate and a substance on the connector issue occurred. It was reported that when the smartablate tubing set was taken out of the package there was a black substance on the connector. It was replaced and the procedure continued. Additional information was received. It was outside in the bag spike/needle. It was loose, but almost sticky like glue, dark grey, probably 1mm in total size, on the spike needle. It was not used on the patient. Sending back everything but the wrapping on around the tubing as it was disposed of.

Manufacturer narrative:
The product investigation was reopened to correct the investigation findings which resulted in the following updated investigation on 12-mar-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device were performed. Visual inspection revealed that in the spike of the chamber was a black substance. A photo was received from the customer and it was observed the same black substance in the spike of the chamber. An fourier transform infrared spectroscopy (ft-ir) test was performed to evaluate the type of substance in the connector area of the tubing. The results of the test was that the black material presents the same chemical nature of the smartablate (sat001) with small differences; indicating that the black substance is obscured. A device history record was performed for the finished device batch number, and no internal actions were identified. The foreign material issue reported by the customer was confirmed. The source of origin of the black material remains unknown. The potential cause of the foreign material in the tubing could be related to the manipulation of the device before the procedure, however, this could not be conclusively determined. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, added h6. Type of investigate code of "analysis of data provided by user / third party (b15). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a smartablate. It was reported that when the smartablate tubing set was taken out of the package, there was a black substance on the connector. It was replaced and the procedure continued. The device evaluation was completed on 14-feb-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device were performed. Visual inspection revealed that in the spike of the chamber was a black substance. An fourier transform infrared spectroscopy (ft-ir) test was performed to evaluate the type of substance in the connector area of the tubing. The results of the test was that the black material presents the same chemical nature of the smartablate (sat001) with small differences; indicating that the black substance is obscured. A device history record was performed for the finished device batch number, and no internal actions were identified. The foreign material issue reported by the customer was confirmed. The source of origin of the black material remains unknown. The potential cause of the foreign material in the tubing could be related to the manipulation of the device before the procedure; however, this could not be conclusively determined. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).